Manufacturer narrative:
(B)(4). Date sent: 4/25/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Band implanted in 2010, exact date not provided.

Event description:
It was reported that after a lap band procedure in 2010 she has never lost any weight. The patient was advised recently by a surgeon that the band had slipped and needed to be removed.